Event description:
It was reported that a pediatric user¿s charger for the ilet bionic pancreas was not charging, and customer care arranged an overnight replacement as a goodwill supply. Symptoms included no clinical symptoms reported. Outcomes included no impact reported beyond replacement of the accessory. Investigation included remote troubleshooting and verification of the need for replacement. Investigation of this case revealed a suspected malfunction of the external charging accessory with no alerts or alarms reported on the pump. It was concluded, based on previously established findings for similar reports, that the cause was accessory failure of the charger.